Manufacturer narrative:
A ge representative evaluated the system and found the x-ray warning lamp cable shorted to ground. This caused the left monitor to lose its 24v power supply and to not display an image. A ge representative replaced the x-ray warning lamp cable. System operates as intended.

Event description:
The customer reported the system suddenly goes dark. No patient injury was reported.